Event description:
It was reported that (4) lcsc5 were used during a lap chole procedure. It was reported by the rep that a steady tone exhibited by generator after ten minutes into case. The handpiece has been replaced and generator calibrated. Same steady tone. Opened another device to complete the case. There was no consequence to pt.